Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a possible rupture on an unknown side and right side capsular contracture, baker grade IV . Patient later reported exchange from textured to smooth implants due to their concerns with the product with right side "hard, up higher on my chest, like a rock sitting on my chest, expanded off to the side under armpit, conventional bra digs in, very uncomfortable, seems enlarged, contracture". This record is for right side. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/apr/2024.

Event description:
Healthcare professional reported a possible rupture on an unknown side and right-side capsular contracture baker grade IV. Patient later reported exchange from textured to smooth implants due to their concerns with the product with right side "hard, up higher on my chest, like a rock sitting on my chest, expanded off to the side under armpit, conventional bra digs in, very uncomfortable, seems enlarged, contracture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a possible rupture on an unknown side and right side capsular contracture, baker grade IV . Patient later reported exchange from textured to smooth implants due to their concerns with the product with right side "hard, up higher on my chest, like a rock sitting on my chest, expanded off to the side under armpit, conventional bra digs in, very uncomfortable, seems enlarged, contracture". This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported a possible rupture on an unknown side and right-side capsular contracture baker grade IV. Patient later reported exchange from textured to smooth implants due to their concerns with the product with right side "hard, up higher on my chest, like a rock sitting on my chest, expanded off to the side under armpit, conventional bra digs in, very uncomfortable, seems enlarged, contracture". Device has been explanted.